Manufacturer narrative:
This supplemental report is being submitted to correct "device product code" of d2 and to provide device evaluation result. The subject device was partially disassemble and reached the olympus europe holding (oeh). Oeh investigated the subject device and followings were observed. The instrument channel was leaky and was badly scratched throughout its length. Remote switch 1 was broken. The distal end parts was damaged. There was moist sign inside the light guide lens. The angulation system would be deteriorated with time. Oeh could not perform an additional microbiological testing due to the device condition. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc), but was returned to olympus europa holding (oeh). Oeh confirmed that the subject device have been returned to oeh for microbial contamination three times (for more information, refer to the mdrs of 8010047-2017-01460, 8010047-2018-00064, and 8010047-2018-00833). The service department of the oeh found air leak in the instrument channel of the subject device. As part of the oeh investigation, oeh checked reprocessing practice of the user facility and found two deviations as follows. Cleaning brush for the instrument channel was not reusable, but was not disposed after use. The subject device was not stored according to the instructions of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for stenotrophomonas maltophilia (90 cfu / ml) and chryseobacterium indologenes (340 cfu / ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.